Event description:
It was reported by service report that the brakes could not be engaged due to brake tip being broken off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.